Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an unknown procedure the expressew iii suture passer w/ hook had a stuck jaw. Another device was used to complete the procedure. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received the complaint device was received and evaluated. Visual observations revealed the device was slightly worn due to it was identified marks of wear and adhesive tape in the device. Also, the hook was bent. The results of the functionality test showed that the jaws did not close normally contributing to the holding issue, besides the upper jaw was slightly loose when the jaws are closed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. About the bent condition could be related when the device might have been dropped or device was tapped against a hard surface accidentally. As per IFU- (B)(4), it is important to inspect for damage to product or sterile barrier in the case of the disposable needle. Do not use if product is damaged. Also, inspect the device prior to use to ensure proper mechanical function. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the expressew iii w/hook device had a stuck jaw. During in-house engineering evaluation, it was determined that the hook was bent and the upper jaw was slightly loose when the jaws were closed on the device. Another like device was used to complete the procedure. There were no adverse patient consequences or surgical delay reported. No additional information was provided.